Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2020. H3 evaluation: sample was not available for evaluation; therefore, reported event is not confirmed. However, based on complaint description " positive pressure occurred instead of negative pressure, the latch of the reservoir could not be locked firmly " and this issue could be related to "plates don't close properly". Based on the present analysis, the reported defect by the customer could not be verified or related to manufacturing process. In addition to, there was no sample available for evaluation.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to obtain the following information and was obtained: please explain the event 'positive pressure occurred instead of negative pressure. The latch of the reservoir could not be locked firmly.' Was the anti-reflux value broken/ failed causing exudate to flow back into the drain? Or was there is problem with input and exit port? No further information is available. Was there issue with locking plate mechanism? The latch of the reservoir could not be locked firmly. Or other explain? Was the case completed with another reservoir? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown dental and oral surgery on (B)(6) 2019 and a reservoir was used. During use of the reservoir in the ward, positive pressure occurred instead of negative pressure. The latch of the reservoir could not be locked firmly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.